Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, concerns a han chinese male patient of unknown age. Medical history included heart disease. Neither the patient nor his family had experienced drug adverse reactions. Concomitant medications included acarbose and metformin hydrochloride, both of them for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, via a reusable pen (humapen ergo unknown pen body), 28 units (u) each morning and 16 u each evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2010. On unspecified date, the patient stopped using his humapen ergo. Reportedly, once he had a problem with the screw rod of the device (product complaint pending/lot 0511a03). On (B)(6) 2016, approximately 6 years after starting human insulin isophane suspension 70%/human insulin 30%, the patient was hospitalized due to hyperglycemia (blood glucose level was not reported). On (B)(6) 2016, the patient began using a new humapen ergo ii device. On (B)(6) 2016, the patient was discharged. On the same day, the patient did not inject human insulin isophane suspension 70%/human insulin 30% on time, due to a problem with the humapen ergo ii (product complaint pending/lot 1506d03). No adverse event was reported as consequence of this device issue. Information regarding corrective treatment and outcome for the events was not reported. The patient stopped using human insulin isophane suspension 70%/human insulin 30% on (B)(6) 2016. Information regarding the operator of the humapen ergo devices and training status was not provided. The general humapen use started in 2010. Duration of use for the first suspect device was unknown. The second suspect device had been used for approximately 4 days. If devices are returned, evaluation would be performed. The initial reporting consumer did not know whether the events were related to human insulin isophane suspension 70%/human insulin 30% and/or the humapen ergo devices. Update 09feb2016: upon review, the case was opened to updated the medwatch fields for regulatory reporting; updated the humapen ergo associated with lot 1506d03 to a humapen ergo ii; and updated the narrative.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 10mar2016. Evaluation summary a male patient reported the injection screw of his humapen ergo device could not move out; the patient experienced hyperglycemia. Investigation of the returned device (batch 0511a03, manufactured november 2005) found the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. In addition, the patient indicated he had used the device since 2010 (5 - 6 years). The user manual states the humapen ergo device is designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the approved use life; however, the extended use is not relevant to this case as the device tested normal.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, with additional information from the initial reporter, concerned an (B)(6) male patient of unknown age. Medical history included heart disease and his highest serum glucose was 18 (units and reference ranges were not provided). He had not experienced any previous drug or family drug adverse reactions. Concomitant medications included acarbose and metformin hydrochloride, both of them for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge, via a reusable pen (humapen ergo teal clear), 28 units (u) each morning and 16 u each evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2010. Once he had a problem with the screw rod of the device (pc 3573004/lot 0511a03). On (B)(6)-2016, approximately six years after starting human insulin isophane suspension 70%/human insulin 30%, he had an hyperglycemic episode with a serum glucose level of 8 (units and reference ranges were not provided) due to which he was hospitalized that same day. On unspecified date, he stopped using his humapen ergo teal/clear, and on (B)(6)-2016, he began using a new humapen ergo ii device. On (B)(6)-2016, he was discharged from the hospital; on the same day, he did not inject human insulin isophane suspension 70%/human insulin 30% due to a problem with the humapen ergo ii (pc 3573005/lot 1506d03). No adverse events were reported as consequence of this device issue. There was no event potentially associated with hyperglycemia. Information regarding corrective treatments and outcome of the event was not reported. There was no change in the treatment regimen. Information regarding the operator of the humapen ergo devices and his/ her training status was not provided. The general humapen ergo teal/ clear duration of use was 5 to 6 years, improper use as this was beyond the recommended use of 3 years. It was returned on 16feb2016 and no malfunction was identified. Humapen ergo ii duration of use was of four days; if this device is returned an investigation will be performed. The reporting consumer did not know whether the events were related to human insulin isophane suspension 70%/human insulin 30% and/or the humapen ergo teal/ clear. Update 09-feb-2016: upon review, the case was opened to updated the medwatch fields for regulatory reporting; updated the humapen ergo associated with lot 1506d03 to a humapen ergo ii; and updated the narrative. Update 18-feb-2016: additional information received from the initial reporter on 15-feb-2016. Replaced laboratory data of blood glucose with laboratory data of serum glucose as per new information. Updated action taken and status of the drug to reflect there was no change in treatment regimen. Humapen ergo first suspect device was recoded to specify teal and device available for evaluation field was changed to yes in both devices, preliminary comments were modified and pcs were processed. Upon review, replaced medication error of inappropriate schedule of drug administration with drug dose omission. Updated narrative with new information. Update 11mar2016. Additional information received 10mar2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), approximate device age, manufacture date, returned date, changed improper use to yes, malfunction to no, updated the (B)(6) device information accordingly, updated the medwatch information accordingly, and updated the narrative accordingly.